Event description:
Complainant alleged that while attempting to treat an 86- year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated issue was resolved by securing loose black cable to one step pads. There was no product returned for evaluation. The claim will be close as no product returned and will be reopened if the product is received.